Event description:
It was reported that a progav 2.0 sys w/sa10 a.sprung reservoir (part # fx425t) was implanted during a procedure performed on (B)(6) 2019. According to the complainant, the valve was believed to be the valve is blocked. The patient underwent a revision procedure on (B)(6) 2022. The complaint device was returned to the manufacturer for evaluation. No patient complications were reported as a result of the revision procedure. Patient details, age - 69 years, weight - 73.7 kilograms (kg), height - 165 centimeters (cm), gender - unknown. Same event as medwatch-no.:3004721439-2022-00244; 3004721439-2022-00246; 3004721439-2022-00247.

Manufacturer narrative:
Manufacturing site evaluation: investigation on-going. Should relevant additional information / investigation results become available, a supplemental medwatch report will be submitted.

Manufacturer narrative:
Investigation: visual inspection: the following observations were made during the visual inspection: deposits in the sprung reservoir and on the shunt assistant. Yellowish discoloration on the ventricular and peritoneal catheter. Permeability test: the test showed that the shunt system is permeable. The flushed out liquid was turbid with particles. Computer control test: the computer controlled test showed the opening pressure of the shunt assistant, at a reference flow rate of 20 ml/h in a vertical position of the valve, to be 9.82 cmh2o. This is within the specified tolerance of 10 cmh2o +4/-2 cmh2o. Internal inspection of product: after dismantling of the valve, deposits were found in shunt assistant. Results: based on our investigation results, we can determine deposits. The deposits had no effect to the technical properties at the time of the investigation. The cause of the aforementioned functional impairment is not known to us at the time of the examination. Proteins in the cerebrospinal fluid can influence the function temporarily and are known side effects in hydrocephalus therapy. We can exclude a defect at the time of release. The shunt system met all specifications of the final inspection when released from christoph miethke gmbh & co. Kg. From our point of view, no further regulatory actions are required.